Event description:
It was reported that prior to a gynecological procedure, during testing of the device, the lights went out. The unit was shut off and tried again. The unit started up briefly and again lost power, and then it would not restart. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(Device will not restart) - conclusion code: the actual device involved in this event was returned for eval. The eval found that a disposable hand piece attached to unit with no difficulty and that the blade would rotate in both directions and at all speed levels without stopping or slowing down. No internal damage was found and the power supply output and motor performance were to spec. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.